Manufacturer narrative:
This report is based solely on the information provided by the customer. The product is not available for review. A review of historical complaint data identified two similar complaints in the past three years related to incorrect dimensions or fit, resulting in a complaint rate of (B)(4). Recent communication with the manufacturing site confirmed that no additional concerns or related feedback have been reported. Based on the current investigation and available evidence, the issue appears to be the result of improper application rather than a product design deficiency. While size selection could be a contributing factor, the investigation is still ongoing, and no definitive conclusions have been reached at this time. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file: (B)(4).

Event description:
Eyewear frames are bent and hard to keep on staff. Frames do not fit face appropriately can fall off into surgical field.